Event description:
It was reported that following the completion of a transcatheter pulmonary valve implant procedure, an access site aneurysm was identified within the same day. Subsequently, the patient was hospitalized and percutaneous aneurysm embolization was carried out one day following the procedure. Endovascular hemostasis was then achieved. Per the physician, the aneurysm was caused by a high-level puncture. Per the physician, there is a causal relationship between the technique and the patient complication.

Manufacturer narrative:
Continuation of d10: product ID harmony-25 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2024; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.